Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform any testing due to blank display. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump immediately went blank after being exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had constant tone. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.